Manufacturer narrative:
The insulin pump was received with constant e22 alarm followed by a32 alarm, problem isolated to the mother board. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads and minor scratched lcd window.

Event description:
Customer reported via phone call that the insulin pump had a physical damage. Customer's blood glucose value was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.